Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).

Event description:
Physician was using a mo.ma ultra in a patient, the target lesion, located in the left cca was described as non-tortuous and non-calcified. The device was inspected and prepped prior to use with no abnormality noted. However, it was reported the proximal balloon did not fully deflate prior to withdrawal of device. The ratio of contrast to saline used is 50/50. The approximate deflation time of the proximal balloon was 20-30sec. The procedure was concluded with no injury to patient.